Manufacturer narrative:
Date received by manufacturer: 10/13/2016). Concomitant medical product: remove (2) concomitant (B)(4).

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that maxzero caps leaked at the connection to the PICC line while infusing unspecified chemotherapy. There was no report of patient harm. The user tried 3 caps before a connection could be established.